Event description:
International affiliate reported that, a needle broke during closure of subcutaneous tissue. The fragment of the needle was retrieved from the pt by making a small incision into the subcutaneous tissue.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based is anticipated. Once the product is rec'd any further info derived from the evaluation will be submitted in a supplemental 3500a form.